Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type extension, product ID 3708660, serial# (B)(4), implanted: (B)(4) 2013. Product type extension, product ID 3387s-40, lot# va0bbpd. Product type lead, product ID 3387s-40, lot# va0bbpd. Product type lead, product ID 3387s-40, lot# va0bbpd, implanted: (B)(6) 2013. Product type lead, product ID 3387s-40, lot# va0bbpd, implanted: (B)(6) 2013. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 02-aug-2017, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 22-jul-2017, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 04-jun-2016, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 04-jun-2016, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 04-jun-2016, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 04-jun-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) "penetrated" through the patient's skin, which had eroded. No environmental/external/patient factors that may have led or contributed to the issue were known. No troubleshooting/diagnostics were performed. It was stated complete deep brain stimulation (dbs) system explant was scheduled to resolve the issue.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: extension. Product ID 3387s-40, lot# va0bbpd, explanted: (B)(6) 2019., product type: lead. Product ID 3387s-40, lot# va0bbpd, explanted: (B)(6) 2019, product type: lead. Product ID 3387s-40, lot# va0bbpd , implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Product ID 3387s-40, lot# va0bbpd, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received confirming the explant date was (B)(6) 2019.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type extension, product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type extension, product ID 3387s-40, lot# va0bbpd. Product type lead, product ID 3387s-40, lot# va0bbpd. Product type lead, product ID 3387s-40, lot# va0bbpd, implanted: (B)(6) 2013. Product type lead, product ID 3387s-40, lot# va0bbpd, implanted: b)(6) 2013. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative stating the explant resolved the skin erosion problem and no other issues were detected. It was noted that the patient was given profolactic antibiotics but no infection was determined. No further complications were reported/anticipated.